Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was evaluated onsite by a zoll field service technician, and no malfunction was identified. Review of the device logs confirmed proper pads signal monitoring; however, the ECG view had been switched to lead view and not returned to pads, resulting in the reported "no signal on pads." The issue was attributed to incorrect lead view selection by the user, and the device was returned to normal operation. Analysis for reports of this type has not identified an increase in trend.